Event description:
It was reported that the previous week, the device had been approaching eol, the patient experienced high voltage therapies and went to the hospital. Due to financial reasons, the patient did not have the device replaced. Upon interrogation, an alert was received for possible output circuit damage. Hv lead impedance was low and egms revealed noise. Lead issue suspected. The device was explanted and replaced.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of output anomaly ws confirmed via reviewing of stored electrograms in the laboratory. Analysis revealed high voltage circuit damage on the device. No other anomalies were found. The cause of the field event remains undetermined.